Manufacturer narrative:
The user facility's biomedical technician inspected the co2efficient endoscopic insufflator system and found no issues were the function or operation. The co2efficient endoscopic insufflator system subject of the reported event was returned to the supplier for evaluation. Investigation of this event is currently in process. A follow-up report will be submitted when additional information becomes available.

Event description:
The user facility contacted steris endoscopy to have their co2 efficient endoscopic insufflator system evaluated as patients were experiencing inflammation in their gi tract following procedures.

Manufacturer narrative:
The supplier for the co2efficient endoscopic insufflator system evaluated the returned device. No issues were noted with the function or operation of the unit; the device operated to specification. The co2efficient endoscopic insufflator system subject of the reported event was manufactured in 2016. No additional issues have been reported.